Manufacturer narrative:
A2 - age: correction. Manufacturer¿s investigation conclusion: the reported event of driveline communication fault alarms was confirmed; however, the root cause of the alarm was determined to be related to the returned modular cable, and therefore that alarm has been addressed fully under the modular cable investigation. The returned heartmate 3 system controller (serial number: (B)(6)) was functionally tested alongside known working test equipment and was found to perform as intended. The investigation did not identify a correlation between the reported event and the returned system controller. The device history records were reviewed and the records revealed that the system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. The heartmate iii instructions for use (section 8) and the heartmate iii patient handbook (section 6) address how to store, maintain, and care for all equipment, including the modular cable. Damage to the modular cable may result in an interruption of pump operation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline communication fault alarm on their system controller. The log files were retrieved and confirmed the driveline comm fault alarm. It was not possible to clear the alarm. The decision was made to exchange the system controller and the modular cable. The alarm resolved after the exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.